Manufacturer narrative:
Associated device: screwdriver bit axsos t15, ao fitting 4.0 locking set, catalog # 702753, lot 00747w. A supplemental report will be submitted upon completion of the investigation.

Event description:
Gloria nurse of the hospital reported to our sales rep (B)(6) that she was observing a surgery procedure. During this she observed that during final tightening the screw with the screwdriver blade a piece of the screwdriver head broke off. The broken piece was discarded. It is not remained in the pt. There was a delay of 2 min. A replacement was available and the surgery was completed.